Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure, after introducing the jagwire into the common bile duct, while attempting to cannulate into the hepactic duct, the physician identified a foreign body under fluoroscopic view. The site determined that a small piece of the jagwire hydrophilic coating was separated at the tip. The foreign body was removed from the pt with a retrieval basket and the procedure was completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.